Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during surgery fibrous material was injected in the patient's eye. Reportedly, the material was removed with tweezers during the same surgical operation. No treatment was required and no issue to the patient was reported. No further information was provided.

Manufacturer narrative:
Additional information was received and it was learnt that a non-j&j intraocular lens was implanted into the patient's eye. Device available for evaluation? Yes. Returned to manufacturer on: 01/21/2018. Device returned to manufacturer? Yes. Device evaluation: the device was returned at the manufacturing site for evaluation. The complaint product consisted of the activated cylinder (containing approximately 0.30 ml of remaining solution), the cylinder holder, the plunger rod (attached at the backside of the blue rubber plunger), and the cannula with protection sheath (attached to the cannula mount on the holder). The assembled syringe was placed into a plastic bag. The foreign material was received into a plastic container. The foreign material was analysed using the fourier transform infrared (ftir) spectroscopy. The results revealed that the particle was a poly(methacrylate-co-methyl acrylate, pmma) or a similar type of polymer. There is no similar material in the primary packaging of the healon product (borosilicate glass cylinder coated with silicone oil, butyl rubber plunger/perforation membrane) or in the syringe components (polyethylene plunger rod, cellulose propionate cylinder holder, polyethylene cannula hub). Additionally, the size of the particle, 400x340 m is much larger than the inner diameter of the 27g cannula (approximately 210 m) used with healon products. Therefore this particle could not be expelled through the cannula. The customer's reported complaint for foreign material was confirmed, however the investigation determined that there was no product deficiency. Retained product evaluation: visual inspection on the retained products was performed. 35 samples were investigated. No visible defects were found on the package, cannula or in the solutions. The solution were clear and colorless. All components were included in the products and were without defects. No visible defects on the product boxes. The printing on the carton and labels is correct. Product deficiency was not found on the retain samples. Product deficiency was not found on retain samples. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.